Manufacturer narrative:
Philips service partially restored the system by swapping the mccb; follow-up was identified as needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy failed due to an mccb issue in the x-ray generator on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.